Event description:
Patient presented with aaa and a left iliac aneurysm (15-20mm); had implant of a bifurcated device, a proximal cuff, and a limb extension, down to the hypogastric in 2007. Post op angio detected a minor blush, and it was decided to monitor it. Thirty day follow up, CT and angio revealed a distal type I endoleak. On the following month, patient was brought in to treat a distal endoleak by embolizing the hypogastric and with an additional limb extension. Patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known complication to the procedure. Operational context contributed to the event.